Manufacturer narrative:
Findings: unit passed basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test. No unexpected no delivery or motor error alarms were noted. The motor was tested outside the device and passed. Unit received with cracked case at display window corners. Unit received with minor scratched lcd window. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call indicating that the insulin pump was exposed to magnetic field or MRI. Customer's blood glucose was unknown mg/dl. The customer was requesting for the device replacement. Customer was advised that the device would be replaced.